Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 500 mg/dl). Customer declined any further troubleshooting and reported blood glucose levels have stabilized.